Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 7am. The cca was advised the patient manages her diabetes with oral medication. It is not known what action the patient took at the time of the alleged issue; however, later that afternoon, stated she took less food and/ or drink. A couple hours after the start of the alleged issue, the patient claimed she felt symptoms of dizziness and shakiness. A couple hours after that, for reasons unclear, the patient took an extra metformin pill (500 mg). At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.